Event description:
A few months after the patients initial cochlear implant surgery, the patient reportedly underwent revision surgery to repair an incision-related problem. No further details were provided by the healthcare professional.